Manufacturer narrative:
An ophthalmic surgeon reported leaky valved trocar cannulas during procedures over the last 3 months. There was no report of patient harm. Additional information has been requested. A product sample was not retained. (B)(4).

Event description:
An ophthalmic surgeon reported leaky valved trocar cannulas during procedures over the last 3 months. There was no report of patient harm. Additional information has been requested. A product sample was not retained.

Manufacturer narrative:
The product lot for this event is not known; therefore, lot history and device record history reviews are not possible. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is not known; a sample was not returned for the investigation. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. The manufacturer internal reference number is: (B)(4).